Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl, and his current blood glucose is 537 mg/dl. The customer was treated his high with manual injection. The customer experienced symptoms such as nausea. The customer did not wish to complete troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.